Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive failure on (B)(6) 2026 after the infusion set tubing caught on a door handle, causing the infusion site to be pulled loose. No further information available.